Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the device had a partial sealing. It was reported that the device produced only a partial seal of the vessel, and the device activated an alarm. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, something like a spark was found in the abdominal cavity while using (B)(4). When they checked the recording after the operation, it seemed that it was obvious that it activated not at the jaws but other. Even when they started the operation, ligasure did not work properly, and it sometimes did not seal or it did not activate properly. After replacing the generator, it improved a little, so the surgery was continued. They said they did not remember whether this event occurred after replacing the generator or not. There was re-grasp alert and end tone heard, and there was evidence of energy delivery. Issue was isolated to the ligasure device because the spark itself appeared to come from ligasure. In addition, it was thought that the reason why the surroundings could be affected in the abdominal cavity was that the product was damaged or defective. There was no patient injury.